Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were no breaks in the wire. The guidewire tip was detached from the distal tip. There were marks of the adhesive agent being applied to the distal tip which was connected to the guidewire tip. The manufacturing record was reviewed and found no irregularities. The probable cause is that the adhesive between the guide wire tip and the basket wire was peeled off and the guide wire tip came off because a load was applied near the guide wire tip for some reason, such as contact with the forceps opening when inserting the endoscope. However, the cause of the reason could not be identified. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report: during a lithotrity, the subject device was used. The basket wire, or the tip of the device broke at the third trial. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed that the basket wire did not break and the tip was detached.